Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cardiosave intraaortic balloon pump (iabp) had a balloon pump failure. There was no patient harm reported.

Manufacturer narrative:
Additional customer contact phone: +(B)(6). A getinge field service engineer fse was dispatched to the site and evaluated the unit. He could not duplicate. Exorcised unit to no fail. A full calibration and functional check has been performed per the factory. Calibration procedures. Returned to the customer and cleared for clinical use.